Manufacturer narrative:
Additional manufacuring narrative: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. Both manual and preset simulation tests passed. No product performance issue identified related to spo2 and pulse rate. The unit was determined to be functioning as designed.

Event description:
The customer reported that the bpm reading is high. No patient impact or consequences were reported.